Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4): evaluation - visual inspection of the returned lens showed a dark surgical residue on the surface of the lens, however, there was no visible damage obsvered. (B)(4)

Event description:
The surgeon inserted the aa4203tl silicone plate lens with toric and could not get it seated properly in the eye. The lens was removed and a three piece lens was implanted without enlarging the incision and there was no patient injury. The reporter stated the incident was the result of a surgeon's preference since the eye was unstable.